Event description:
It was reported that a patient underwent a kyphoplasty procedure. During the procedure a piece of hard cement approximately 6 cm in length remained in the vertebral body. The surgeon made an incision to remove the cement thread. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up woth company representative.